Manufacturer narrative:
Records indicate this device remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) was concerned their device battery was depleting prematurely. At a recent follow-up appointment they were told the remaining longevity was 18 months. At a follow-up three months later the remaining longevity was 6 months. The patient reported their lower rate limit had been increased at the first follow-up appointment. Additionally, the patient reported the had received inappropriate shocks in the past due to atrial fibrillation (af). No adverse patient effects were reported.